Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Patient declined reprogramming. As a result, the patient may be awaiting surgical intervention to explant scs system.

Event description:
Follow up information identified patient underwent lead explant. No new product was implanted.